Manufacturer narrative:
E1: (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that disconnected tubing from leur connector. When using the cadd pump for home inotrope program for patients being bridged to heart transplantation. A patient attending their clinic that day reported his cadd line disconnected below the PICC line. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3: product was not returned. A photo was attached on the complaint where it can be observed tubing is connected to the patient and the adapter tube is disconnected from the valve. Sample was under use, and it could not be determined what caused the disconnection per photo provided, however complaint is confirmed. Probable cause could not be determined.